Event description:
The customer reported that they received an erroneous result for one patient sample tested for total prostate-specific antigen (tpsa). The sample initially resulted as 0.021 ng/ml and this value was reported outside of the laboratory as <0.1 ng/ml. The physician knew this patient was not being treated for prostate cancer and did not believe the result to be correct. He asked for the sample to be repeated. The sample was repeated and resulted as 11.50 ng/ml. The repeat result was believed to be correct. All other chemistry tests of the sample matched when comparing results from the first run to the repeat run. The patient was not adversely affected. The tpsa reagent lot number was 17692801, with an expiration date of 06/30/2015. The field service representative could not determine a cause. He ran performance testing and this was not successful. He adjusted the photomultiplier tube high voltage and repeated performance testing. The performance testing passed. He ran a cell blank. The customer ran calibration and quality controls; these were good. A specific root cause could not be determined. There was no indication of a general issue with either the reagent or the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).